Event description:
It was reported there were pauses in the patient's rhythm due to lead oversensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b, implantable pulse generator (ipg), (B)(6) 2001. (B)(4).